Event description:
The event involved a plum 360 infusion pumps which was reported that the devices are not holding a charge and only operate when connected to ac power. Once disconnected, they shut off immediately. I reviewed the alarm logs and found no errors related to battery or power issues. The batteries were replaced approximately one year ago. The is not pumping as indicated. The event occurred during patient use and no patient harm. There was a delay in therapy.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01jan2026 has been used as a placeholder. The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A 12-month service did not indicate a similar event.